Event description:
It was reported that this system was part of an explant due to an infection. No additional adverse patient effects were reported.

Event description:
It was reported that this system was part of an explant due to an infection. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the explant date.